Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had air leakage from coupler section. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and correction. Based on the results of the investigation, it is likely that the following led to the malfunction: a definitive root cause could not be identified. A device history record review revealed no issues that could have caused or contributed to the reported issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited air leakage from coupler section, cable and main body flooding. There was no patient involvement.